Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that her implantable neurostimulator (ins) is moving. Patient clarified this started about a year ago and her ins looks like it's right under the skin, you could just grab it and pull it. Additional information was received from the rep. It was reported that the reason for the patient¿s ins moving was unknown. Patient son called and inquired about her ability to get MRI. Informed patient and son that records indicated that her leads and battery are MRI safe but that she would have to place battery in MRI mode. She indicated that she believed her battery was completely dead and canceled both appointments with manufacturer representative to evaluate her battery and attempt trickle charge if necessary. Patient stated that she did not want to go to pain doctor¿s practice as they did not have a good relationship and did not reschedule. Covid restrictions didn't not allow to reschedule at alternate locations. Patient's weight was unknown at the time of the event.

Manufacturer narrative:
Additional information received on november 23, 2020. Merged this event into related event with regulatory report # 3004209178-2017-10378. All further reports (including new info obtained on 2020-nov-23) associated with regulator report # 3004209178-2020-16070 will be reported in regulatory report # 3004209178-2017-10378. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.